Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at the scene of a car accident. The customer was not hospitalized. The cause of death was unknown as the cause is still pending. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller believes that the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.